Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. Correction: catalog number and lot number. Correct catalog number is 519510

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced pain in the right hip, vagina, leg and left groin and dyspareunia. The following were observed foreign material mesh in vagina, vulvar abscess and urethral scarring. Subsequently, mesh removal, urethral lysis, and anterior colporrhaphy were performed under general anesthesia. It was determined that the patient had synthetic mesh with an associated foreign body reaction, dense fibrosis, and mild chronic inflammation.